Event description:
It was reported that an intraocular lens (iol) was required to be explanted in a secondary procedure owing to improper lens power being used. A new lens was implanted in the eye. No further information has been provided.

Manufacturer narrative:
(B)(4): explant of an intraocular lens.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The explanted lens was returned for investigation. Residue of viscoelastic (ovd) was observed in the optic body of the iol. A few loose particles were observed in the optic zone compatible with handling the lens out of a sterile environment. The sample was observed with the characteristic of acrylic 3 piece iol. The condition observed in the lens was consistent with a lens that has been explanted from the patient's eye. The investigation results did not suggest that the lens sample received was affected by the manufacturing process. A review of the manufacturing records found all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.